Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) exhibited non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing. Programming changes were discussed. No intervention or patient symptoms were reported.